Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cheek caught [mouth injury] lip caught [lip injury] gap between the round head and shaft- oral-b brush head [device physical property issue] gap between the round head and shaft, lip or cheek gets caught-oral-b brush head [injury associated with device] head falls off, broke- oral-b brush head [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 17-feb-2018 that she used 3 oral-b flexisoft brushheads that had a gap between the round head and shaft, her lip or cheek would get caught in between quickly, and after a few times, the head fell off during brushing. She reported the brush heads were new, and the first 2 broke quickly. She stated it was now number 4's turn. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
06-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 05-apr-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Cheek caught [mouth injury] lip caught [lip injury] gap between the round head and shaft- oral-b brush head [device physical property issue] gap between the round head and shaft, lip or cheek gets caught- oral-b brush head [injury associated with device] head falls off, broke- oral-b brush head [device breakage] product counterfeit [product counterfeit] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 17-feb-2018 that she used 3 oral-b flexisoft brushheads that had a gap between the round head and shaft, her lip or cheek would get caught in between quickly, and after a few times, the head fell off during brushing. She reported the brush heads were new, and the first 2 broke quickly. She stated it was now number 4's turn. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown.